Event description:
It was reported that the customer's blood glucose went up to 495 mg/dl while the insulin pump was not on him. Customer reportedly treated with back-up insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.